Manufacturer narrative:
Concomitant product: cage (implant: (B)(6) 2005). (B)(6). (B)(4). Neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Per medical records, it was reported that on (B)(6) 2004: preoperative diagnosis: isthmic spondylolisthesis grade ii at l5-s1 with degenerative disk disease at l4-5. (B)(6) 2005: preoperative diagnosis: status post anterior lumbar interbody fusion at l4-5 and l5-s1 with spondylolysis at l5 and spon dylolisthesis at l5-s1 and denegrative disk disease l4-5 and l5-s1. Per the operative notes, ultimately the cages were packed with bovine collagen sponge impregnated with rhbmp-2/acs. There were no noted complications. Reportedly, it was alleged that the patient sustained unspecified injuries following the use of rhbmp-2/acs. No additional information was provided.